Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the atrial channel of the device was consistently measuring high impedance. Upon investigation, the right atrial lead was performing within normal limits, however when it was reconnected to the device, high impedance was still measured by the device. The device was explanted and replaced. When the existing right atrial lead was connected to the new device, normal impedance was noted. A device header issue was suspected. No patient complications have been reported as a result of this event.